Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device found to had travel coarse error - check clutch or plunger lever during testing. There was no patient involvement or harm. The high-priority error occurred during testing. However, if the issue reoccurs during infusion, it will interrupt therapy and potentially affect the patient.